Event description:
An ophthalmic surgeon indicated that the tubing was found to be bent during the procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site. (B)(4).

Manufacturer narrative:
The finished goods lot number was not provided. Device history record and lot history could not be reviewed. The returned sample was visually inspected and a bend in the irrigation tubing was confirmed. While the customer¿s complaint of kinked tubing was confirmed, testing of the sample showed that the kink was cosmetic and did not affect the performance of the product. The cause of the kink could not be definitively determined with the information available to date; however, this defect is consistent with a defect observed when the tubing is improperly placed in the tray during the manufacturing process. (B)(4).